Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer reported insulin squirting out during prime process. The customer was not wearing the pump during priming. After the troubleshooting was done, customer was advised that we will replaced the insulin pump.

Manufacturer narrative:
The insulin pump was received with no prime fill anomaly noted and passed displacement, rewind, basic occlusion, prime and occlusion tests. However, the insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched on the lcd window.